Event description:
Reportable based on device analysis completed on 18mar2022. It was reported that the device could not be detached. The target lesion was located in the thoracic aorta. A 12mm x 30cm interlock was selected for use. During the procedure, the coil could not be detached though the interlocking arm had been out of the microcatheter. After multiple attempts, the same thing happened. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed that the interlocking arm detached.

Manufacturer narrative:
Device evaluated by manufacturer: the pusher wire was kinked and stretched and the interlocking arm detached. Only the pusher wire was returned for this complaint. The pusher wire was inspected, and it was kinked and stretched. The proximal end has a smooth surface. The interlocking arm was detached. The dimensional inspection revealed that the all met the specification.